Event description:
It was reported that the patient had a stroke and fell a few months prior to the date of this report. The patient didn't lose therapeutic relief of his device until one to two days prior to this report. The patient reported initially that his battery was dead. The patient reported the "wire that goes up to the bladder is no longer there." The patient increased the amplitude of the device to 2.7 volts, but then felt his buttocks "cringing." The patient also stated he didn't feel a "hit" anymore when he needed to go to the bathroom. The patient said "normally" when he had the urge to urinate, he felt stimulation in his back and buttocks, but now he only felt it in his buttocks. Despite changed and reprogrammed device settings, the patient reported it still didn't work and he still experienced the same sensations. The patient stated he was still unable to urinate. The patient reportedly had to go to the emergency department to have a catheter placed. The patient went on to have his device replaced. The patient's status is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient was reimplanted with a new device and told to contact the manufacturer representative if the patient had any problems. If additional information is received, a supplemental report will be submitted.